Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone call that the customer had high blood glucose. Customer's blood glucose was 500 mg/dl. Customer's blood glucose at time of call was 320 mg/dl. During troubleshooting, device failed the high pressure test once, then passed the test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.